Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead exhibited high, out of range pacing lead impedance measurement of more than 2,000 ohms. Pacing threshold measurement was also slightly higher whereas shock impedance and intrinsic amplitude were stable. Subsequently, the device was explanted for normal battery depletion (nbd) while the lead remains in service. The lead was tested with the pacing system analyzer (psa) and pacing impedance measurement was within normal range. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated the rv lead exhibited high pacing impedances since device implant. It was noted that the thresholds and sensing measurements were stable, and no oversensing occurred. Boston scientific technical services (ts) discussed continuing to monitor the rv lead. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated the right ventricular (rv) lead exhibited low out of range amplitude. Boston scientific technical services (ts) there are very few intrinsic amplitude measurements as the system is paced most often. It was noted the impedances have been variable, however, over the past year they have remained steady. Ts recommended continuing to monitor. No additional adverse patient effects were reported.